Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A doctor reported low phaco performance and/or no vacuum during surgery. The surgeon increased core hardness to perform surgery. Additional information has been requested and received.

Manufacturer narrative:
Corrected information: the initial decision to report was incorrect resulting in the initial report being submitted in error. (B)(4).